Event description:
The subject device was implanted in 1999 during a lefort I osteotomy. On that day, the surgeon discovered the pt's occlusion was off and found the device to be broken. Approx one week post-operatively, the device was removed and replaced with titanium implantation.